Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed multiple cs 054 call service alarms, which are consistent with causing the display screen to remain blank for several minutes. No evidence of a power issue was observed in the black box data. The battery compartment was found to be cracked. There was no visible damage to the battery cap; however, the cap was unable to fully secure onto the pump. The battery cap contact measured within specifications. The pump was opened and no evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.